Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was showing high internal oxygen alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator was showing high internal oxygen alarm. There was no harm or injury reported. Onsite service provided by manufacturer for evaluation of device. Evaluation found device working properly.